Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during surgery, the pulse, blood oxygen saturation meter showed 5-10% below normal, which then, for the bao laite ECG monitor detection, the child's vital signs during the operation were stable, the operation was smooth, and the patient was returned to the ward after surgery. This incident did not cause adverse damage to the patient's body.